Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the reported malfunctions could not be conclusively identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the airway mobilescope exhibited that the camera sometimes fails to power on and when it does power on, the image displays noise, images appearing or disappearing, image abnormalities. The issue occurred during preparation for use and before the patient was in the room. There were no reports of patient involvement.